Event description:
The instrument was used during a laparoscopic cholecystectomy. It was reported following the initial procedure pt developed signs/symptoms of bile leakage. Approx 2 days post-op an ercp was performed and pt was re-laparoscoped. The clips were still on cystic duct but slid distal to choleducolotomy. Dr ligated cystic duct with endo-loop. Pt reportedly doing well at this time. Both procedures occurred in 7/96-specific dates unk.